Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the hemopro 2 extension cable would not release from the hemopro 2 device; the two devices were stuck together. The hospital did not report any pt effects. The hospital intends to return the product in question. Refer to MFR report # 2242352-2012-01203 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).